Event description:
On (B)(6) 2014, the reporter contacted animas alleging blood glucose levels as high as 510 mg/dl with positive ketones. The reporter indicated disconnecting from the pump per the health care provider instructions; the reporter indicated that the health care provider felt that the pump had failed and the reporter was not to resume pump therapy until a new pump was received. The reporter indicated that the event did occur during a menstrual cycle but indicated that the elevated blood glucose event occurred later in the cycle than was normal. This report is made based on the allegation that the patient experienced hyperglycemia associated with the allegation that the pump had failed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the pump battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.